Event description:
During the procedure the hypotube separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery and the hypotube separated resulting in the occlusion balloon deflating. The physician continued the case without protection. The patient is reported to be fine.